Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was in the proximal portion of the extremely calcified left circumflex (lcx) artery of average tortuousity. The lesion was predilated with a "2.0" non-bsc balloon catheter. The physician had selected and advanced a 3.0x12mm taxus express2 drug eluting stent (des) to the target lesion, but it was unable to cross the lesion. The non-bsc manufactured, guide catheter was deep seated, the unknown type guidewire was exchanged and still the 3.0x12mm taxus express2 des would not cross the lesion. When the device was removed, the body of the stent appeared "lifted up". The procedure was completed with balloon angioplasty with an unknown type balloon. There were no patient complications reported with the patient's current condition listed as "good".